Event description:
It was reported that the handpiece began overheating during cleanup and testing of the equipment after an oral surgery. There was no patient involvement or any user injury.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, a possible cause for the reported overheating was problems with the driveshaft assembly and bearings, which have been replaced along with other components as part of preventive maintenance.